Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol dulex device and bard/davol collamend fm device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2003. It was also reported that the patient was implanted with an unspecified bard/davol dulex and an unspecified bard/davol collamend fm. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."